Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in the moderately tortuous mid right coronary artery. The taxus express2 3.5x12mm drug eluting stent was advanced to the lesion and the physician made multiple attempts to cross the lesion, but was unsuccessful. The device was removed and the edge of the stent was found to be flared. The procedure was completed with another manufacturer's stent. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation for this particular batch found that the device met material, assembly and product specifications. The most probable root cause of this complaint is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure.